Manufacturer narrative:
Report source: other: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00256.

Event description:
It was reported that a revision surgery was performed to address two pedicle screws that ruptured post-operatively. The screws were removed and replaced during the revision. No further information is available. This is report one of two for this event.

Event description:
This is a duplicate of 3012447612-2018-00743.